Manufacturer narrative:
The product was not returned. Two attached photos show the lens still implanted in the eye. The optic appears to have marks on the surface which give the lens a characteristic of bubbles. We cannot confirm the damage without a physical sample evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided in the file that a qualified cartridge and handpiece were used with a non-qualified viscoelastic. Based on our observation of the attached photos, the lens appeared to have a circular area on the optic. It cannot be confirmed from the photos if the area is a casting anomaly or lens damage. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Also, a non-qualified viscoelastic was indicated. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. In the follow up details, information was provided: "the lens is assembled and implanted without inconvenience only until the iol is deployed and through the microscope it can be identified that the lens comes with a novelty, a porous circle is seen on the edge of the optic . Since it is a toric lens and was requested based on the need and calculation of the lens, the dr. Decides to leave it and wait for the patient's response in the reviews". File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation, bubbles were noticed on the implanted lens. According to the additional information received, the lens was assembled and implanted without inconvenience and only until the iol was deployed and through the microscope it could be identified that the lens had a porous circle on the edge of the optic. Since it was a toric lens and was requested based on the need and calculation of the lens, the doctor decided to leave it and wait for the patient's response in the reviews. Currently there has been no impact on the patient.